Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer rail broken. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer rail was broken. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer railing broken. A field service engineer (fse) drawer 4.1 on the auxiliary unit had both rails damaged, with the right side completely detached. The fse removed the inner bearing cage to allow the drawers to close and disconnected the retractor band from drawer 4.1 so the site could not access it. Fse confirmed that replacement rails were sourced. Later, the fse replaced both rails, reseated all cables and wires, rebooted the station, and verified operability using the hardware test application. The test was completed successfully, and the application was launched to allow user access to pyxis. The system functioned as intended after the field service engineer repaired the device.